Event description:
It was reported that pulmonary vein isolation to treat atrial fibrillation faradrive steerable sheath was selected for use. It has been mentioned that the valve did not seal properly bubbles during aspiration. No patient complications occurred. The procedure was completed using different faradrive sheath. The product is expected to return for analysis. It was further reported that air bubbles were observed during preparation only dilator was inserted inside the sheath. A pressure bag was not connected. No leak occurred.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
Additional information was provided in section b5 describe event or problem. The referenced faradrive steerable sheath was returned for analysis. Visual inspection of the device found cracks in the stopcock. Microscopic inspection of the hemostatic valve identified a tear in the outer valve. Additionally, microscopic of the stopcock observed cracks on the sides of the middle port. Pressure and vacuum testing were performed, and the sheath exhibited leaking (both air ingress and fluid egress) through the tear on the valve.

Event description:
It was reported that pulmonary vein isolation to treat atrial fibrillation faradrive steerable sheath was selected for use. It has been mentioned that the valve did not seal properly bubbles during aspiration. No patient complications occurred. The procedure was completed using different faradrive sheath. The product was received for analysis. It was further reported that air bubbles were observed during preparation only dilator was inserted inside the sheath. A pressure bag was not connected. No leak occurred.